Event description:
Patient's mother reported issues with pump. Mother stated pump has not been working. Stopped during last infusion and had to finish with manual infusion. Pharmacy will send new pump for replacement. Did the reported product fault occur while in use with the pt? Yes; this did occur during pt use, but pt was able to infuse medication without pump. Is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; pt manually slowly pushed the syringe. Reported to (B)(6) by pt/caregiver.